Manufacturer narrative:
(B)(4). The insulin pump had a severely scratched display window. No damaged noted by analysis on the lcd glass. The insulin pump passed the displacement test, the self test, the unexpected restart error test, and the basic occlusion test. All operating currents are within specification. The off no power alarm functions properly. No motor error alarm noted by analysis. The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. Analysis was unable to perform the occlusion test and the excessive no delivery test due to a prime/fill anomaly. The insulin pump's motor passed the motor test.

Event description:
Customer reported via phone call that their insulin pump had alarmed motor error and that they had difficulty reading the screen. Blood glucose level at the time of call was 257 mg/dl. Troubleshooting was performed and the customer was successful in clearing the motor error alarm. Customer indicated the insulin pump screen was scratched and difficult to read. The device will be returned for analysis.